Manufacturer narrative:
Product ID: 977a290, serial/lot #: (B)(4), ubd: 05-nov-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was improper stimulation. The patient had motor stimulation in lieu of sensory stimulation. There were no environmental/external/patient factors that may have led or contributed to the issue to disclose. Stimulation was switched off by the physician, but the motor stimulation continued. X-ray and MRI would be performed as further diagnosis. The issue was not resolved as of (B)(6) 2020. The patient was alive with no injury. Neuropathic pain was noted as patient medical history. The issue occurred during normal use. Additional information was received from the rep. It was reported that the patient already had an ins implanted, and the procedure was to add a new lead to cover a new painful area. The x-ray and MRI confirmed that the lead did not migrate. A part of the lead was in a lateral position. The initial program used lead pads into this lateral position and caused the motor stimulation. The motor stimulation was resolved by cancelling the initial program and using a new program without the lead pads in the lateral position. It was noted that this information was confirmed with the physician/account.